Event description:
Procedure type: wedge resection. According to the reporter: bleeding and a leak occurred 3 days after the operation, and stopped without re-operation. Approximately, 1 liter of blood was lost. Pt is recovering. The pt has rheumatism and high-blood pressure and was being treated for cancer. The doctor considers the wound to have healed naturally.

Manufacturer narrative:
(B)(4).